Event description:
It was reported that the customer's blood glucose (bg) was 1 mmol/l. Customer administered a glucagon injection and then went to the emergency room (ER). Customer was administered intravenous saline. Low bg resolved; however, customer reported short term memory loss. Although the precise cause of the low bg was unknown, the user speculated that the issue might have been due to insulin pooling under the skin and not being properly absorbed and when the pump did an automatic correction later in the night, bg lowered. As a precaution, the user turned off the pump control iq feature until their pump personal profile settings were reviewed. During the investigation, no issues were found with the pump, cartridge, or infusion set tubing/cannula. Customer was discharged from the ER the same day. Upon follow up, customer had not yet met with the hospital to review their personal profile settings and was going to try using a longer infusion set cannula.

Manufacturer narrative:
Additional information received on (B)(6) 2026, indicated that the customer's health clinic reviewed the personal profile on the pump and no changes were made. Customer was to change the infusion set cannula to a longer length.